Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(ktichen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of test result reported of 127 mg/dl and test result reported of 96 mg/dl using trueresult meter. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is two weeks at time of call. Customer stated she doesn't medicate-control sugars levels with diet or exercise. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer stated she doesn't medicate-control sugars levels with diet or exercise. Customer educated of the product proper storage environmental conditions . No back to back blood test done due to storage issue.